Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found no damage. A review of the event history log found "loss of power" and "battery low" messages. During the functional testing, the customer reported issue was unable to be duplicated. The cause of the errors found in the history log was found to be the defective mpu board. The mpu board was replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the battery drains fast and there was loss of power. No patient injury reported.